Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025,the patient experienced symptoms consistent with hyperglycemia, including dry mouth, frequent urination, and nausea. Due to the severity of symptoms, the patient sought medical attention at a hospital. Upon evaluation, the patient was treated with oral medication to address nausea and administered insulin to manage elevated blood glucose levels. A discrepancy was noted between the cgm and the blood glucose meter readings: the cgm displayed a value of 7.0 mmol/l, while the blood glucose meter showed a higher reading of 30.0 mmol/l. Following treatment, the patient was discharged the same day. At the time of this report, the patient is feeling good and has not reported any further complications. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.